Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support to reset the pump, successfully reset it, and was advised to continue using the pump while monitoring for any recurring issues.